Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implanted]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported a secondary iol piggyback procedure was performed. Following the piggyback procedure, the patient's bcva was 20/20. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/08/2010, 03/09/2010, 03/10/2009, 03/22/2010, and 03/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)